Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm. The fault occurred during infusion. There were no adverse patient health effects.

Manufacturer narrative:
H3: one device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damaged was found on the device. Error log confirmed there was record of service due alarm. Replaced lithium battery and backup capacitor. Performed all function test and all passed.